Event description:
It was reported that during the implant the lead measurements were poor. Thus, the lead was attempted to be repositioned several times, but the values were still not satisfactory thus the lead was removed from the patient and was attempted to be cleaned. It was found that the helix of the lead was damaged due to multiple attempt to reposition thus the lead was not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.